Manufacturer narrative:
Device available for evaluation? Yes,returned to manufacturer on 08/01/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is damaged, most probably to make explant possible. The product is inspected using a 12x magnification. It can be seen that the product is being cut in and that there a dry spots on the anterior side of the optic body. No other anomalies were found. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 20.0 diopter intraocular lens was explanted due to a refractive error and negative dysphotopias. No vitrectomy was required. The lens was replaced with the same model lens with a lower diopter size. Patient's best corrected visual acuity (bcva) was 20/20 after the exchange. No further information was provided.